Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted.

Event description:
Edwards received notification from our affiliate in (B)(6). This was a 26mm sapien 3 ultra case by transfemoral approach. The patient has a kinking in abdominal aorta. When removing the commander delivery system post deployment, the deflated balloon was brought up to the tip of the commander, the inflation device open to help the balloon soften, and the stiff wire was still in abdominal aorta. The the operator experienced resistance when withdrawing the delivery system into the esheath. The fluoro image showed that the esheath liner had invaginated and the distal tip marker was placed in the middle of the length of esheath. It was attempted to remove it and some resistance was experienced. The team was able to stretch out esheath liner from the left femoral artery the with lasso technique. There was a problem with manta vascular closure device, teleflex occurred not related to the esheath. The access was closed by a vascular surgeon. The patient outcome was good. Photos of the esheath after use show distal tip circumferential delamination of the liner. The devices will be returned for evaluation.

Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Crimping and implanting a valve in the incorrect orientation (inverted) will result in significant and immediate hemodynamic compromise. This represents a surgical emergency for which intervention must be performed urgently to prevent death. The complaint for valve deployed in the incorrect orientation was unable to be confirmed as relevant imagery was not provided for evaluation. A review lot history did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, the 23mm sapien 3 ultra valve was crimped upside down for an aortic case. Both crimper and implanter missed to identify the thv orientation and deployed the first valve. Procedure training manual instructs to verify thv orientation prior to inserting the delivery system into the sheath. In this case, both the nurse who crimped the valve, and the operating physician, failed to identify that the valve was crimped in incorrect orientation. As such, available information suggests that procedural factors (failure to identify incorrect orientation of thv) may have contributed to the event. Since no labeling or IFU/training inadequacies were identified, a product risk assessment (pra) and corrective/preventive action are not required. However, per management discretion, a pra was initiated for the reported event as it was associated with a critical severity. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Supplemental report submitted to correct h10: the esheath was not returned for evaluation. Therefore, a no product return engineering evaluation was performed. Images were provided by the complaint site and the following was noted: the sheath appeared to have circumferential liner delamination at the distal portion of the sheath. Liner bunching and marker band were present. The lasso technique was used in left femoral in an attempt to straighten the esheath in order to remove from patient. The device history record (DHR) was reviewed and the work orders did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. During the manufacturing process, the device was visually inspected and tested several times. All the inspections are conducted on 100 percent of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. All tested sample units for this lot passed pv testing. These inspections and tests during the manufacturing process support that it is unlikely that a non conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of sheath liner delamination and difficulty removing sheath was confirmed based on the visual inspection of the images provided. However, no manufacturing non conformances were identified during the evaluation. Reviews of the DHR, lot history, and complaint history, revealed no indication that a manufacturing non conformance contributed to the event. A review of IFU/training materials revealed no deficiencies. Furthermore, as there was no note of abnormalities during device preparation, it is unlikely that the sheath liner delamination was present out of the box. Per complaint description, when the catheter was removed through the esheath, the deflated balloon has been approached to the tip of the commander. Per the training manual, ensure the balloon is completely deflated during delivery system retrieval. As such it is possible that residual fluid left in the balloon caused the balloon profile to be larger when withdrawn through the sheath. The larger profile can catch on the sheath tip during retrieval and prevent further withdrawal. As difficulty was likely encountered, excessive manipulation was applied to overcome such difficulties, leading to the sheath delaminating. Per procedural imagery shows the sheath c marker band dislodged and the sheath liner delaminated which resulted in the use of the lasso technique in order to straighten the sheath so that the sheath is able to be removed safely. The complaints were confirmed. However, no manufacturing non conformances that would have contributed to the reported events were identified during this investigation. Available information suggests that procedural factors (excessive manipulation, residual fluid) and (altered sheath profile, liner delamination) likely contributed to the events. No labeling or IFU inadequacies have been identified. Since no edwards defect was identified, no corrective or preventative action is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The esheath was returned for evaluation. Supplemental report submitted to include device evaluation. Updated h6. The returned device was visually inspected, and the following was noted: kink on shaft likely due to returned packaging condition at 3 inches from distal tip. Full circumferential liner delamination 5.25 inches form distal tip. Liner bunched at the delamination region. The c-marker was present. A kink was present on the shaft 1.5 inches from distal end. The remaining liner expanded as designed.